Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an occlusion during a supply change and received an ¿unable to proceed¿ message, after which the pump was restarted, a dry run was completed, and a subsequent supply change with new supplies restored delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the infusion set change process, consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.